Event description:
The customer reported that the alarm indicator on the central nurse's station (cns) does not work, and there is no alarm sound from the cns as well. No patient harm was reported.

Manufacturer narrative:
The customer reported that the alarm indicator on the central nurse's station (cns) does not work, and there is no alarm sound from the cns as well. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the alarm indicator on the central nurse's station (cns) does not work, and there is no alarm sound from the cns as well. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the alarm indicator on the central nurse's station (cns) does not work, and there is no alarm sound from the cns as well. No patient harm was reported. Investigation conclusion: the customer did not respond to follow-up attempts. The root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. The device was installed on (B)(6) 2016. Due to the age of the device, hardware failure due to aging is a likely cause. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.